Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6)product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted:2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, which had been confirmed with the hcp. It was reported that both leads were explanted on (B)(6), 2018 due to infection. The ins was left implanted with no leads attached to it. The leads will be replaced at a future date. The leads that were explanted will be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The ins was explanted on 2018-(B)(6). It was reported that the rep would be contacted by pathology when the ins is ready to be picked up for return. No further complications are anticipated.

Manufacturer narrative:
. Analysis results for the returned leads were not available at the time of this report. A follow-up report will be sent when analysis is completed.. Device evaluation conclusion code 67 does not apply. Device evaluation method code 4114 does not apply. Device evaluation result code 3221 does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider. It was reported that the patient presented to the office on (B)(6) 2018 without pain at the implantable neurostimulator site. The health care professional aspirated 15 milliliters of fluid off of the pocket and injected 5 milliliters of normal saline and 1 gram of cefazolin into the patient's implantable neurostimulator pocket. The health care provider explanted the implantable neurostimulator on the day of the report, and it was noted that he would like to send the patient to an infectious disease health care professional before re-implanting the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there was a small red mass over the spinal incision. It was reported that the patient possibly had an infection. It was reported that the doctor opened the incision, irrigated it, and removed the anchors and half of each lead. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
Analysis of the 97715 ((B)(4)) found no significant anomalies. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: .no significant anomaly of the leads were found during analysis. If information is provided in the future, a supplemental report will be issued.